Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7087473, UDI: (B)(4).

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) and was experiencing pain on both the ipg and lead site while charging. It was also stated that the spinal cord stimulation (scs) was not providing pain relied on and was causing shock like symptoms at the back and lower extremities. The patient underwent a procedure wherein the ipg and spinal cord stimulator (scs) paddle lead were explanted.